Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant device is not expected to be returned for manufacturer review/investigation. A review of the device history records has been requested and is currently pending completion. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an orthopedic procedure on (B)(6) 2018, the tip of a small hexagonal screwdriver shaft broke off. The malfunction occurred when the surgeon was using power while trying to remove the cortex screw. It is unknown if there was a surgical delay. Patient and surgical outcome is unknown. Concomitant device reported: unknown cortex screw (part # unknown, lot # unknown, quantity 1). This complaint involves one (1) device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history record (DHR) review: part: 314.030; lot: 3215621; manufacturing site: (B)(4); release to warehouse date: 22. July 2009. The device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacturing process. Only top level of the device history record reviewed as sub-components are not lot tracked. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an orthopedic procedure on (B)(6) 2018, the tip of a small hexagonal screwdriver shaft broke off. The malfunction occurred when the surgeon was using power while trying to remove the cortex screw. The broken tip was reported to have been removed. The surgery was delayed by approximately fifteen (15) minutes. The procedure was completed successfully. Concomitant device reported: 3.5 mm cortex screw (part # 204.832, lot # unknown, quantity 1). This complaint involves one (1) device. This report is 1 of 1 for (B)(4).